Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that a combiset smartech bloodline leaked at the crit-line connector junction during a patient¿s hemodialysis (hd) treatment. The blood leak was noticed approximately halfway into the treatment. The cm said there were no alarms from the machine, a fresenius 2008t. Staff noticed there was a small amount of blood on the floor underneath the setup, but it took a few moments to identify the source of the leak. Upon close inspection, it was discovered that the integrated crit-line component was covered in blood. The blood was not actively leaking at this point. The cm said the blood that leaked out had clotted, effectively sealing the leak location. The leak appeared to be coming from the junction of the red piece to the blue piece (of the crit-line). There were no visible defects noted at the leak location. The decision was made to continue the treatment, and the patient was able to complete treatment with this setup. Estimated blood loss (ebl) due to the leak was 5 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be sent back for evaluation as it was reportedly discarded. However, a photo was provided showing an up-close view of the leak location.